Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (does not communicate with test monitor) was confirmed. As received, the electrode belt would not communicate with a test monitor. Upon evaluation, the esd 700 component was shorted at pins 1 and 2. The cause of the inability to communicate is the shorted component. Root cause investigation is being performed under a corrective action. No adverse event resulted from the damaged wire.

Event description:
A us distributor returned an electrode belt indicating that the belt would not communicate with a test monitor.